Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was vegetation on the implantable pulse generator (ipg) system. The system was explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.